Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. In addition, it was reported that an occlusion alarm occurred. Tandem technical support performed troubleshooting and determined the blockage to be in the cartridge. Customer changed the cartridge and resumed insulin delivery. Customer's blood glucose was between 200-451 mg/dl.